Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The history files from 2023-01-24 (specified date of the incident, given from the costumer) were investigated. At (B)(6) 2023 12:03 pm a space line was inserted. At 12:04 pm the infusion time was set to 01:00 and the vtbi to 1000 ml. In the same minute the infusion was started with a rate of 1000 ml/h. At 12:06 pm the infusion was interrupted by a pressure alarm (reason for that alarm could not be clarified). The infusion was started again at 12:08 pm. The costumer stopped the infusion at 12:09 pm. The infusion line has been removed at 12:13 pm. No more infusions were started at the specified date of the incident. No anomalies could be detected. The sample was subjected to a visual and functional examination. Visual inspection: during the visual inspection of the infusomat space, all cover caps on the screw pillars as well a production or technician seal on the lower housing part were missing. A mechanical damage of the housing of the operating unit could be found. Furthermore it was possible to detect that the operating unit did not close correctly. This is a hint of a damage of the bottom inner frame, caused by an external impact. Functional inspection: as part of the functional check the self-test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -2,97 %. This value is inside the instruction for use predefined performance characteristic of the device (+-5 %). The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The device was disassembled. It was possible to find some residues of liquid between the lower housing part and the emc protection shield. Furthermore it could be found some oxidized contacts on the mainboard. No further damages could be found. The detected damages were happened due fluid ingrease. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "overinfusion". According to the customer: "our ed have logged an incident with an infusomat pump this morning, serial number (B)(4). They reported the pump over infused. I'm still awaiting full details which I will forward on in due course."